Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia (s3ur) valve in the aortic position, there were multiple issues during the procedure. The first 29 mm s3ur was deployed at 90/10 (70/30 after deployment) and embolized into the ascending aorta due to a loss of capture. The valve then caught on the commander delivery system balloon and pulled back into the arch and left there as it was unable to be tracked into the descending aorta. The balloon was inflated multiple times while trying to retrieve the embolized valve. The commander delivery system balloon then would not go back into the 16f esheath+ as it was bunched up (not torn or burst) so it was removed as one unit. A new 29 mm s3ur valve and system were prepped and delivered successfully. At the end of the procedure the non-edwards closure devices were lost, so crystal was placed for hemostasis and vascular surgery was called. A surgical cutdown and repair of the femoral artery was completed. The patient was in stable condition in ICU following the procedure. After removal of the devices, the commander delivery system balloon was found to be bunched up and there was damage to the 16f esheath+. Ti's unknown what damage was found on the esheath+. Per an imagery review completed by edwards engineer, a liner delamination was noted.